Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacturer, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height legacy drawer 6 did not open. A field service engineer logged into a hardware test application discovered that both the latch sensor and position sensor were malfunctioning and subsequently replaced them. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had a cubie drawer that failed to stay closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.